Event description:
As reported by the sapphire registry, the patient experienced a neurological event during the index procedure and post procedure. The diagnosis was tia with sudden onset. One hour post procedure the patient suffered a stroke/cva the patient is a (B)(6) male who was enrolled in the sapphire study for carotid stenting. The target lesion location was the mid right internal carotid artery (ica). The vessel was described as mildly calcified and mildly tortuous. The lesion was eccentric and ulcerated with thrombus present within the lesion. The rate of stenosis was 95%. An angioguard ((B)(4)/ lot 71111413) embolic protection device was placed distal to the lesion and the lesion was pre-dilated with an abbott viatrac plus balloon. After pre-dilation a mild, grade b dissection was noted. A precise ((B)(4)/ lot 15496295) stent was successfully placed at the target lesion. Post stent deployment there was slow flow and the patient had a transient ischemic attack (tia). The tia was treated by an aspiration catheter pulling out 60 cc (20cc x 3) aspirate with debris and then removed the filter also with debris. The patient immediately had restored flow and resolved the tia. The tia lasted 3 minutes and completely resolved by the end of the procedure. The procedure was successfully completed. One hour post procedure the patient suffered a stroke/cva that occurred spontaneously and coincided with his blood pressure being relatively low. Dopamine and neo-synephrine was administered the symptoms almost resolved completely within a few minutes but was followed by seizure activity that caused the patient to be intubated and sedated making the nihss unable to be fully conducted. The CT showed possible extension of his prior cva.

Manufacturer narrative:
As reported by the (B)(4) registry, the patient experienced neurological events during the index procedure and post procedure. The diagnosis was tia with sudden onset. One hour post procedure the patient suffered a stroke/cva. The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. The target lesion location was the mid right internal carotid artery (ica). The vessel was described as mildly calcified and mildly tortuous. The lesion was eccentric and ulcerated with thrombus present within the lesion. The rate of stenosis was 95%. An angioguard embolic protection device was placed distal to the lesion and the lesion was pre-dilated with an abbott viatrac plus balloon. After pre-dilation a mild, grade b dissection was noted. A precise stent was successfully placed at the target lesion. Post stent deployment there was slow flow and the patient had a transient ischemic attack (tia). The tia was treated by an aspiration catheter pulling out 60 cc (20cc x 3) aspirate with debris and then removed the filter also with debris. The patient immediately had restored flow and resolved the tia. The tia lasted 3 minutes and completely resolved by the end of the procedure. The procedure was successfully completed. One hour post procedure the patient suffered a stroke/cva that occurred spontaneously and coincided with his blood pressure being relatively low. Dopamine and neo-synephrine was administered the symptoms almost resolved completely within a few minutes but was followed by seizure activity that caused the patient to be intubated and sedated. The CT showed possible extension of his prior cva. He was almost back to baseline prior to discharge except had problems with balance and was transferred to the rehab hospital for aggressive physical therapy and felt that he would make a complete recovery within a week or so. Of note, this admission the patient had paroxysmal atrial fib-flutter. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypotension, hypoperfusion and the resultant tia/stroke are well-known potential adverse events associated with the carotid stent implantation procedure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa), transient ischemic attack (tia) is now defined as a transient episode of neurologic dysfunction caused by focal brain, spinal cord, or retinal ischemia, without acute infarction. Ischemic stroke is now defined as an infraction of central nervous system tissue. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2012-00032 and 9616099-2012-00210.

Manufacturer narrative:
Additional information received from the sapphire database states that the patient suffered a grand mal seizure on the morning after the stenting procedure. Prior to the seizure the patient appeared to be back to baseline. The patient was intubated at that time and never fully woke up so an eeg was done that documented continued seizure activity. Once appropriately treated (seizures) the patient spontaneously woke up and had very little residual symptoms. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. (B)(4).

Manufacturer narrative:
He was almost back to baseline prior to discharge except had problems with balance and was transferred to the rehab hospital for aggressive physical therapy and felt that he would make a complete recovery within a week or so. Of note, this admission the patient had paroxysmal atrial fib-flutter. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2012-00032 and 9616099-2012-00210.

Manufacturer narrative:
The cc has been updated to reflect additional information received from the (B)(4) database which states that the patient suffered a grand mal seizure on the morning after the stenting procedure. As reported by the (B)(4) registry, the patient experienced neurological events during the index procedure and post procedure. The diagnosis was tia with sudden onset. One hour post procedure the patient suffered a stroke/cva. The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. The target lesion location was the mid right internal carotid artery (ica). The vessel was described as mildly calcified and mildly tortuous. The lesion was eccentric and ulcerated with thrombus present within the lesion. The rate of stenosis was 95%. An angioguard embolic protection device was placed distal to the lesion and the lesion was pre-dilated with an abbott viatrac plus balloon. After pre-dilation a mild, grade b dissection was noted. A precise stent was successfully placed at the target lesion. Post stent deployment there was slow flow and the patient had a transient ischemic attack (tia). The tia was treated by an aspiration catheter pulling out 60 cc (20cc x 3) aspirate with debris and then removed the filter also with debris. The patient immediately had restored flow and resolved the tia. The tia lasted 3 minutes and completely resolved by the end of the procedure. The procedure was successfully completed. One hour post procedure the patient suffered a stroke/cva that occurred spontaneously and coincided with his blood pressure being relatively low. Dopamine and neo-synephrine was administered the symptoms almost resolved completely within a few minutes but was followed by seizure activity that caused the patient to be intubated and sedated. The CT showed possible extension of his prior cva. He was almost back to baseline prior to discharge except had problems with balance and was transferred to the rehab hospital for aggressive physical therapy and felt that he would make a complete recovery within a week or so. Of note, this admission the patient had paroxysmal atrial fib-flutter. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypotension, hypoperfusion and the resultant tia/stroke are well-known potential adverse events associated with the carotid stent implantation procedure. As endorsed by 2009 guidelines from the (B)(4), transient ischemic attack (tia) is now defined as a transient episode of neurologic dysfunction caused by focal brain, spinal cord, or retinal ischemia, without acute infarction. Ischemic stroke is now defined as an infraction of central nervous system tissue. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. After revascularization that alleviates a high-grade symptomatic stenotic lesion a sudden rapid increase in cerebral blood flow in excess of that required to meet metabolic demands can lead to transient cerebral hyperemia resulting in severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2012-00032 and 9616099-2012-00210.